Manufacturer narrative:
Reliability analysis inspected 1 opened/used reservoir and found reservoir with broken neck. Reservoir will leak.

Event description:
It was reported the reservoir was not screwing onto the insulin infusion set properly. Nothing further was reported.